Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The nail was received and found broken from its proximal web. Stress bearing points are clearly visible, indicating that excess compression forces were acting on the nail post-operatively. The lines of rest are clearly visible in the proximal fragment originating from lateral side which indicates that the crack originated from this side. The lines of rest are pointing towards a fatigue failure of the material due to repetitive cyclic loading. Finally the catastrophic failure occurred from the opposite side as indicated by the uneven, rough portion in the medial region when the implant was completely unable to withstand the applied load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected during the performed investigation of the returned device. The implant ultimately failed to withstand the applied force, resulting in material overload and fatigue failure. Since key clinical information (e.g. X-rays in different planes, clinical status, patient activity, assessment of the treating physician or operation reports) is missing, the root cause of the reported event cannot be defined as this is often multi-factorial: the location of the fracture and the technical aspects of the surgical procedure could have contributed to the event. Furthermore, patient condition and activity levels post-op may also have contributed to an inadequate load distribution, and therefore the breakage of the implant. If more information is provided, the case will be reassessed.

Event description:
As reported: "osteosynthesis of pertrochanteric femoral fracture with gamma nail. Increasing pain for approx. 4 weeks without trauma. Now, with the fracture not healed, implant failure/fracture has occurred in the area of the femoral neck screw guide in the nail. Patient required revision surgery."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "osteosynthesis of pertrochanteric femoral fracture with gamma nail. Increasing pain for approx. 4 weeks without trauma. Now, with the fracture not healed, implant failure/fracture has occurred in the area of the femoral neck screw guide in the nail. Patient required revision surgery."